Manufacturer narrative:
Return requested. Replacement malleable suction shipped to site. Medtronic investigation of returned suspect malleable suction finds it was received in a plastic bag, placed in a shipping box with no bubble pack. Visual examination found that the probe has been bent 20 millimeters from the tip at more than a 90°. Performed a tracer registration on the phantom head exam; connected the suction and it tracked with green status. Placed the tip of the suction on identifiable points on the exam and the center of the crosshairs match the points. Due to the angle of the bend, peg board test cannot be performed. Device found to be fully functional. Reported issue could not be replicated. On 03/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 1 centimeter inaccuracy in the inferior/superior and lateral/medial directions. When navigating in the frontal sinus, it showed the instrument navigating in down near the upper palate. The surgeon checked accuracy with all instruments, and the only one alleged to be inaccurate was the malleable suction. The scan protocol and registration were deemed good. Noted was that the surgeon was not concerned and did not want to open a new malleable suction. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.